Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reprorted to hamilton medical ag: "originally contacted by rt about an c1 sn (B)(6) with vent on patient that at the time only high peep was reported. They exchanged circuits, checked patient settings, called in support, then swapped to a hamilton c3 vent with no problems afterwards" no further details, nor log files have been provided. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Investigation outcome: high peep was reported during patient ventilation. In addition, it was reported "they exchanged circuits, checked patient settings, called in to reno tech support then swapped to a hamilton c3 vent with no problems afterwards." Additional information received from questionaire: the device also alarmed for "exhalation obstruction" and "occurred about 5 minutes after svn was started. Rt changed filters, checked for kinks, suctioned patient. 2 previous nebulizer treatments were given with the same circ and the vent did not have this problem." There was no report of harm to patient, user or third party, nor a treatment in delay. A hamilton field service engineer was dispatched to assess the reported complaint. The complaint could not be duplicate, nor any other issues or failures. The device passed all service software tests, and was returned to service. No parts were replaced. The cause of the reported problem could not be established. This case is considered as closed.